Manufacturer narrative:
MFR received date: 20 jun 2019. Date of report received: 27 jun 2019. The field service engineer verified and duplicated the reported problem. The field service engineer replaced the touch screen. The unit successfully passed the required tests following repairs. The unit was not in clinical use at the time of the reported event. There is a relationship between the device and the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 18jun2019. Date rec'd by MFR: 14jun2019. There was no patient involvement. The field service engineer has been dispatched to evaluate the unit. A follow up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the touch screen failed. It is unknown if the unit was in clinical use at the time the reported issue was discovered. No patient harm was reported.

Manufacturer narrative:
MFR received date: 11aug2019. The touch screen assembly was returned for analysis. Resistance ratios were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.